Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with tumescent infiltration pump. The customer states that they spike the tumescent bag and thread the tubing through the pump. The customer then screws the needle to the end of the tubing. The customer states that the fluid leaks from the tip of the needle when the pump is not being used. As a result, they lose fluid from the bag. The leaking occurs when the product is not use and without pt involvement.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.